Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The functional test or verify prime fill anomaly were unable to be conducted due to buttons not responding noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot and cracked battery tube threads. There was no cracks on display window, there were only minor scratches noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device is cracked and not working properly. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.